Event description:
A low reading issue was reported with the adc device. A caller reported that an unspecified low scan was received on the sensor and as a result, the customer experienced an adverse event. The caller further reported that the customer had to go to the hospital where they received unspecified treatment for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that an unspecified low scan was received on the sensor and as a result, the customer experienced an adverse event. The caller further reported that the customer had to go to the hospital where they received unspecified treatment for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the pcba(printed circuit board assembly) triangle and debris that appear to be flakes of material was observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The debris observed are most likely the result of the sensor plug being removed during product return investigation. The passing of all tests is an indication that the debris present did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.